Event description:
A customer contacted beckman coulter inc. (Bec) and stated the operator could not get the electrolytes to pass calibration after loading no foam and wash concentrate reagents. The customer indicated that the operator observed a small puddle of a clear fluid on the floor in front of the modular chemistry (mc) side of the unicel dxc 600 synchron clinical system. The customer stated they do not know if the fluid was coming from the instrument or it was spilled water from another source. Bec recommended the use of personal protective equipment before troubleshooting. The customer stated the calibration error is reference noise, back to back, and range for sodium (na), potassium (k), chloride (cl) and calcium (ca), but carbon dioxide (co2) is passing. The customer was told by the bec representative those errors can indicate problems with the ion selective electrode (ise) reference reagent not getting to the flow cell. The customer stated they have tried loading a new ise reference reagent, but it did not help. Bec helped the customer to check the bottle cap, straw and tubing, and then prime the ise and check the ratio pump. Bec representative discussed the twice weekly flow cell maintenance procedure with the customer. It was found out that the sodium hypochlorite was outdated in (B)(6) 2011, and the customer replaced it with the newer bottle. On a follow up call, the customer stated they are still having calibration problems. The customer stated k, ca and co2 passed calibration, but na and cl have failed with back to back errors. Bec advised the customer to run some serum through the flow cell, and then try to calibrate all the electrolytes again. The customer stated they installed a new reference electrode and primed again, but the na, cl and ca are still failing back to back and they have noticed clear fluid dripping from the mc side drip tray overflow tube onto the floor. The customer stated they have contained the leak with towels on the floor and no one was exposed to the unknown leaking fluid. Bec offered to continue to troubleshoot, but the customer stated they will disable the modular chemistries (mc) and a service was requested. The operator was wearing a lab coat, gloves and face protection. No injuries were sustained by any laboratory personnel. Per customer, no patient results were affected. The customer stated they re-ran samples and the results matched on the other analyzer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found valve port plugged. The fse removed the plug, flushed drain system with bleach, and verified operation by priming. The fse completed the ise health checks and performed qc. Service activity performed was verified to meet the specified requirements per established procedures. The issue was resolved through a routine service call. Cause of this event was an occluded valve port. (B)(4).